Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had air bubbles in the reservoir. She resolved the issue by pushing the air bubbles out. Customer's blood glucose level was 311 mg/dl. The device was not returned.